Event description:
It was reported that a user experienced difficulty maintaining glucose within target while using the ilet bionic pancreas, citing perceived underdosing after meal announcements and subsequently entering additional meal announcements as corrections, along with frequent pump pauses during low glucose and meal entries made during ongoing hyperglycemia that contributed to insulin stacking. Symptoms included hypoglycemia and hyperglycemia ranging from 52 mg/dl to 401 mg/dl. Outcomes included urgent low glucose requiring rapid-acting oral carbohydrate treatment and low- and high-glucose events managed at home without hospitalization. Investigation included review of device data synced via the ilet app and customer education. Investigation of this case revealed use of meal announcements as corrective actions during hyperglycemia and repeated pump suspensions during hypoglycemia, which likely contributed to glycemic variability. It was concluded that device performance was consistent with use patterns, and the event was addressed with troubleshooting and assignment of additional training on appropriate meal announcements and treatment of hypoglycemia with oral glucose.